Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The clinical observation was unable to be confirmed. A definitive root cause cannot be determined. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Event description:
Edwards received notification that after the implantation of an edwards valve, the surgeon noted right next to the left coronary artery a "debris". The debris was very small (the surgeon said millimeters) and of the same color as the green stitches on the valve holder. Same color but bigger in size was surgeon's exact comment. Surgeon's impression was that the debris was stuck in between the sewing ring and the valve holder during the manufacturing process. It was reported that upon removal of the 3 stitches, it released the particle. The surgeon, who is an experienced surgeon with over 40 years of practice, implanted the valve as per regular procedure. It was a combined procedure with CABG's. The issue was noted after the three (3) green stitches were cut (one clean cut per thread confirmed) while he was attaching the sutures of the valve. The patient was not affected by this event as the debris was identified and eliminated before aorta closure / discontinuation of bypass. The valve remained implanted.

Manufacturer narrative:
A chemical composition was performed on the reported particulate. The chemical results using ir spectrum of the green particle found on the valve showed absorption characteristics when comparing to styrene/butadiene copolymer (synthetic rubber) like material. A lab sample green suture was tested using ir spectrum and showed similar absorption characteristics when comparing to polypropylene like material. Based on the chemical composition of the subject green particulate, the subject particulate did not materialize from edwards manufacturing process. By contrast, the lab sample suture is a transparent green, polypropylene like material. Therefore, the returned particulate is not a valve suture like the surgeon hypothesized. The particulate appears to be a piece of a green glove. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The fmea adequately addressed potential causes of failure and the associated hazards. The complaint trend was assessed and it was found to be in control. No further corrective or preventative actions are required at this time. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
Device evaluated by manufacturer: the clinical observation report of "debris" was confirmed. Returned was a green particulate of approximately 1.5mm in diameter and 0.5mm in thickness. The holder and ID tag were also returned. A sample of the holder suture was cut for comparison. The color and diameter of the returned particle and suture were not the same. The particle had a larger diameter. Also, the particle was opaque green, whereas the suture had a transparent-like appearance.